Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the regurgitation and pvl remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm aortic valve implanted four months underwent valve-in-valve procedure due to perivalvular leak (pvl). It was reported that at the completion of the 27mm valve implant procedure there was residual pvl and potential central leak. Attempt to surgically repair was unsuccessful at that time and may have damaged the valve which contributed to the overall problem. A 29mm was successfully implanted inside the 27mm valve. Moderate pvl persisted so multiple attempts were made to occlude with amplatzer vascular plug, however, the occlusion was unsuccessful. Completion tee imaging demonstrates continued paravalvular leak, however, there was improvement compared to baseline. The patient was extubated and transported to the intensive care unit in stable condition. The patient was discharged in stable condition on post-operative day two.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.